Event description:
Per importer's MDR: (B)(6) 2012-(B)(6)- the dealer reported that the in88ahanfr mechanical wheelchair front wheels caster forks was very tightened resulting in the unit being unable to move. There was no injury reported.